Event description:
A surgeon (inside the initial reporter field is documented that it is a surgeon) reported three pt seeing rings halos following bilateral multifocal intraocular lens (iol) implant surgeries. The pt required also required glasses for vision correction. Additional info has been requested. There are six medical device reports associated with this event. This report is for the third pt, right eye. The first pt was previously reported under manufacturer reports # 1119421-2013-00488 and 119421-2013-00489.

Manufacturer narrative:
Evaluation summary: the product was not returned analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).